Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was not holding its charge. Customer declined to provide further information. There was no reported impact to blood glucose.